Event description:
The lay user/patient contacted lifescan (lfs) in march 2006 alleging that the lcd screen was damaged on teh ultrasmart meter. A medical affairs specialist (mas) contacted the pt in march 2006; however, the pt did not want to talk mas and disconnected the call. The pt mentioned to customer services that the meter was dropped and broke in february 2006. The pt had not tested for weeks due to the broken lcd screen. Date unk, the pt felt ill and experienced the blurred vision. The pt took her oral medication after attempting to use the meter. She contacted paramedisc and her initial reading in the hosp was 630 mg/dl. The pt was treated with insulin. Customer care agent (cca) sent the pt a new meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, when the incident occured and how long she was in the hospital and the diagnosis. The complaint is being reported since the pt was unable to obtain a reading on the meter due to a broken lcd screen and was treated by a medical professional with insulin for hyperglycemia.